Event description:
The clinic reported that a laser vision correction patient presented with loss of best corrected visual acuity (bcva) equal to two lines one day post treatment. It was reported patient was 20/30 with -2.00 sphere refraction in monovision eye (left eye). Patient had no complaints. Bcva right eye pre-op 20/20 post-op 20/20. Bcva left eye pre-op 20/20 post-op 20/30.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.